Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2016 with the following findings: there were no pump reboots observed in the black box. The black box showed a replace cartridge alarm on (B)(6) 2016 at 22:22; deliveries resumed at 22:43. There was no damage found to the battery compartment or returned battery cap. The battery cap was able to fully secure to the pump with no yellow o-ring showing. The pump booted to the verify screen with audible and vibratory features. The pump completed a 24 hour duration test with no pump reboots duplicated. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test with no defects found and the pump was found to be delivering within required range and delivering accurately. The pump cover was removed and no moisture or damage was found. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, the patient experienced a blood glucose measurement over 600 mg/dl with large ketones with symptoms of nausea. There was no indication of medical intervention. There was reportedly no power to the pump. There was no indication of damage to the battery compartment or battery cap. The battery cap reported secured to the pump per instructions for use. The patient reportedly discontinued insulin pump therapy. This complaint is being reported because the patient experienced hyperglycemia allegedly due to a power issue with the pump.